Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. There was no reported impact to customer¿s blood glucose level.